Event description:
It was reported that the case was cracked and broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the side bail covers and battery drawer were broken, the lead flex cover was broken and contaminated, the battery contacts were compressed and the keyboard was cosmetically damaged.